Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the black box revealed multiple call service (cs) 145 occlusion alarms occurred due to high force on (B)(6) 2016. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump. During testing, the ez-prime steps were performed correctly; there were no errors, alarms or warnings that occurred during the investigation. The cs145 occlusion alarm was simulated; the pump emitted the appropriate audible and visible occlusion alert. The product performed within specification and the reported absence of occlusion complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.